Event description:
It was reported that the patient was no longer experiencing effective therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5540438.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.